Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged a patient received 1st and 2nd degree burns on patient's arm and chest. The warming device was on the patient's upper body during a procedure. The unit was set to 41 degree c. The unit did not give an alarm. The burns were noticed after the procedure was completed.